Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of unidentified spectrum pumps had under infused in the oncology department. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.